Manufacturer narrative:
As part of a quality system improvement plan stryker corp conducted a 2 yr retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B)(6)2006 to (B)(6)2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption #(B)(4). There are two events associated with this event type (device did not function as expected) and product code lxh. Functional tests. Results: inconclusive. Device performed correctly.

Event description:
(B)(4) - device did not function as intended. The customer has reported via the tm that the trigger works fine in preparation for surgery, but once the stem is mounted, the trigger loses leverage, thus making it hard to remove the stem from the introducer and leave it in the pt.